Event description:
Information indicates that there seems to be a portion of left implanted in the patient during the explant procedure. (Related manufacturer reference number: 3006705815-2023-06224). Reportedly, effective therapy was confirmed post op.

Manufacturer narrative:
The reported high impedance issue was confirmed. Analysis of the returned lead found it was cut during the explant procedure and returned in two segments. Microscopic inspection found a kink on the outer tubing, on the stimulation end lead segment, where all internal wires were broken. These fractures were consistent with an overstress condition or sudden event the lead was subjected to while still in vivo.

Event description:
Additional information received indicates that the patient experienced ineffective therapy. Surgical intervention took place on (B)(6) 2023 wherein the entire system was explanted and replaced with a new system to address the issue. Reportedly, the issue has been resolved post op.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2023-04295. It was reported that the patient experienced shocking sensation at the ipg site. Additionally, diagnostics revealed high impedances. X-ray and CT scan results show that the lead was completely slid and flared. As such, surgical intervention may take place at a later date to address the issue.